Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program.   1 device was functionally/visually inspected in the field. The device was repaired and returned to use.. There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the clinician is not alerted/aware of a possible patient fall condition. There was no patient involvement.